Event description:
An incident report was received from our customer detailing the following: "dr (B)(6) used the ht connect wire, however it broke during the procedure. Lesion was a cto of the proximal sfa. The wire was used to cross the lesion using a pacific extreme 4x60 as balloon support. While doing a subintimal crossing, the wire looped and bent at 3 cm from the tip of the wire. There was some friction sensed by the operator. When the wire was pulled out in the balloon, it snapped. The tip was retrieved using a gooseneck snare unit. No significant impact to the patient due to a reported clinically significant delay in the procedure".

Manufacturer narrative:
The initial report described that the user experienced resistance when trying to remove the device. The device snapped when the device was being removed from the balloon. Upon examination of the returned wire and the information available regarding the use of the wire, it is likely that severe manipulation of the wire by means of torquing and pulling the device resulted in a fracture of the wire at the location described. The device was manufactured to specification. Analysis and conclusion: examination of the returned device show that the tip was kinked and has formed a hook like shape. The incident report states that the tip had "looped" and "bent" at 3 cm from the tip. The user then experiences resistance when trying to remove the device. It is likely that severe manipulation of the wire by means of torquing and pulling the device resulted in a fracture of the wire at the location described. Sem analysis would support this as the image suggests the wire was overloaded. The information does not suggest that the device has or may have caused or contributed to death or serious injury. The device as a whole was successfully recovered from the patient, no part of the guide wire left in the patient's vessel. The device was manufactured to specification. Post market performance of the guidewire device does not indicate any concerning trends for this type of defect. (B)(4) will continue to monitor post market experience for any similar trends.